Event description:
It was reported that during the implant procedure and after the lead was in the heart the helix could not be extended. In addition, it was not possible to fully insert the stylet in the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. The full lead was returned. The distal conductor was distorted. A deformation/fracture in 5 cm prox section of the inner coil was noted.